Event description:
A caller reported that the pump battery would not charge. There was no adverse impact on the customer's blood glucose level. The caller initially attempted to charge the pump using a wall outlet, and after instructions from customer technical support to use a different wall adapter, the issue was resolved temporarily. However, continued issues led to the decision to replace the pump. A replacement tandem wall adapter was also sent to the customer.